Event description:
It was reported that the health care professional (hcp) inquired whether the atrial tachy response (atr) stored episodes were functioning properly, as some episodes had no electrograms (egms) available for review on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and explained that the episodes were likely overwritten by subsequent episodes due to the first-in, first-out (fifo) storage method. Ts provided reprogramming recommendations to adjust sensitivity settings and extend duration parameters to prevent further oversensing. No adverse patient effects were reported. This ICD remains in service.